Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a insyte autoguard pnk 20ga x 1.16in experienced needle retraction failure during use. The following was reported by the initial reporter: "safety mechanism can¿t be retracted."